Manufacturer narrative:
D15- based on the current information provided, the root cause of the customer reported failure mode and intra-operative complication cannot be determined or is unknown. Isi has requested for the white surefrom45 reload to be returned to isi for failure analysis investigation; however, it was confirmed that the reload was discarded. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. As of (B)(6) 2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: the logs show sureform 45 stapler instrument (part #480545-04, lot #l90211110-0026) was installed three times and fired two reloads (both white). Both firings were completed per the logs with no pauses for compression. These firings occurred on the first two installs. The third install had a completed clamp and a completed unclamp, but no fires were attempted. This complaint is being reported due to the following: during a da vinci-assisted nephrectomy surgical procedure, a vessel was bleeding after the sureform 45 staple fire. The surgeon placed clips on the vessel and converted to laparoscopic surgery secondary to the stapling issue and the patient's anatomy. The cause of the customer reported failure mode and intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon used the sureform 45 stapler instrument with a white sureform45 reload to transect the renal vessels. The renal artery bled after transection using the white sureform 45 reload. The surgeon placed clips on the vessel to control the bleeding and converted to laparoscopic surgery as the surgeon did not like the outcome of the staple fires. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the renal vessel was well skeletonized and was clean with no tissue attached. The stapler instrument clamped down with no pause or compression and fired. Once unclamped, the surgeon saw some pulsatile bleeding from a gap in the middle of the staple line. There was minimal bleeding noted with an estimated blood loss of 5cc. However, the surgeon placed clips on the bleeding vessel to address the bleeding. The surgeon then converted to a laparoscopic procedure due to complicated patient anatomy and the stapler issue. He does not recall checking if there were any staples stuck in the stapler reload. The tissue was clean. There were no impediments such as staples or clips and no tissue bunching. In addition, there was no pause for compression, no buttress material used, and no video recording or images available for review. He also confirmed that this incident did not impact the procedure, and the patient was reported to be recovering well. The site's robotics coordinator confirmed that the stapler reload was discarded.

Event description:
Refer to h10/h11 for follow-up information.